Manufacturer narrative:
(B)(4). Lot number 11g051 was manufactured july 23, 2011 - july 25, 2011. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume folfusor experienced solution flowing back up the set so that the device could not be filled. This occurred during filling of the device with an unknown drug solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned for evaluation. Visual inspection of the device did not identify any evidence of leakage or backflow at the fill port when the fill port cap was removed. A functional leak test was subsequently performed by filling the bladder with green color water. During and after fill, no evidence of fluid backflow was observed. The initial evaluation did not confirm the reported condition. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.